Event description:
It was reported that the infusion port was found to be cracked and damaged. Upon priming with (ns) normal saline, the fluid was noted to be flowing out of the port. It was confirmed during follow up, that there was no patient involvement and the event did not cause any delay in the patient's care.

Manufacturer narrative:
The customer¿s report that the infusion port was cracked and damaged was confirmed based on visual inspection. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. The female luer adapter of the lower smartsite was observed to be damaged with part of the component broken off. The broken off piece was not received. No other damages or issues were observed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No testing was deemed necessary due to the obvious damage. The root cause was not identified.

Manufacturer narrative:
Continued from report source - (B)(6) services. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the infusion port was found to be cracked and damaged. Upon priming with normal saline, the fluid was noted to be flowing out of the port. The was no patient involvement and the event did not cause delay in patient care.